Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It has been reported that the (B)(6) and another emergency room physician have experienced resistance on several incidents when using this catheter. They allege they experience resistance first while advancing the catheter over the wire and into the pt's right internal jugular and then when removing the wire from the catheter. In some cases this resulted in damage to the guide wires. There have been no delays in treatment, no pt deaths, and no pt complications were reported. On (B)(6) 2012 - the clinician returned a spring wire guide that is unraveled and stuck in the catheter. No additional info is available for the alleged events and thus no additional complaints will be opened.